Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported postoperative endophthalmitis had occurred twice: once at the end of (B)(6) 2016 and once at the end of (B)(6) 2016. The involved eyes and patient identifiers were unknown. All samples were discarded after surgery, therefore no samples will be returned. The customer stated it is unknown as to what has caused or contributed to these occurrences of endopthalmitis and no additional information was available.

Manufacturer narrative:
The customer noted the product probably was not the cause of the endophthalmitis. There are multiple factors that could contribute to the occurrence of endophthalmitis. The system itself is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis.¿ no further information or samples were able to be obtained from this customer. Without a sample, it is not possible to isolate the root cause or draw an exact conclusion on potential contributors. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).